Manufacturer narrative:
H3, h6: the ri cori (us), rob10024, (B)(6) used for treatment, was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a mechanical component failure. Refer to real intelligence cori for knee arthroplasty user manual to the preparing the irrigation tubing section that provides guidelines for setting up the irrigation tube. This failure is an identified failure mode within the risk assessment. Per complaint details from the united states it was reported that during a cori assisted tka surgery, the irrigation didn't work during femoral milling. The pump was pumping and the irrigation tubing was able to prime outside of the pump, but once it was placed back in the pump no water came out. No one was standing on the tubing, and there were no visible defects present. The procedure was completed, without delay, using a bulb irrigation. No patient injuries and no other complications were reported. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a cori assisted tka surgery, the irrigation didn't work during femoral milling. The pump was pumping and the irrigation tubing was able to prime outside of the pump, but once it was placed the tubing back within the pump no water came out. No one was standing on the tubing, no defects present. The procedure was completed, without delay, using a bulb irrigation. It is unknown if it was a tubing (B)(4) or a console (B)(4) issue. No patient injuries and no other complications were reported.